Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses possible outcomes of port leak as follows: precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to have "leaking in the housing base." The patient had their lap-band port removed and replaced.

Manufacturer narrative:
Supplement #1 medwatch sent to the FDA on (B)(6) 2016. The device was returned for analysis, and visual examination confirmed the connector type as taper ii. Yellow discoloration was observed on the taper tubing, port septum and port housing. A port leak test was performed and leakage was observed. A fill test was performed and no blockage or resistance to flow was observed. Microscopic analysis noted leakage from the port base. Analysis noted signs of erosion on the taper tubing. Analysis noted a striated opening in the band tubing consistent with surgical removal of the device.